Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter would not work. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and a permanent loss of connection and calibration reminders were found in the logs. The customer complaint of the transmitter not working was confirmed. The root cause could not be determined. The reported issue of the transmitter not working is reportable based on the finding of permanent loss of connection.